Manufacturer narrative:
Other relevant history, including preexisting medical conditions were not provided. If the requested information becomes available, a supplementary report will be submitted. Patient age, weight and bone quality are unknown. Implant date and explant date are unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, customer doesn't wanted a replacement